Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the patient is using an omnipod app with their personal smartphone. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone17.1 cgm sensor type: g6.

Event description:
It was reported that the patient had to seek medical attention due to the omnipod 5 app for iphone crashing. The patient's blood glucose levels reached 200 mg/dl. Symptoms, treatment and length of stay are unavailable as the patient's mother refused to answer questions related to the hospitalization.